Manufacturer narrative:
The reported imaging issue and fracture could not be confirmed. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported imaging issue and fracture was not confirmed.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, difficulty was noted when inserting the catheter through the femoral vein. The device was advanced into the right atrium however the image was not as expected. The device was removed and the tip was fractured. The device was replaced and the procedure was completed with no adverse consequences to the patient.